Event description:
Information received by medtronic stated that the insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged moisture damage / pump exposed to fluid found on event date:(B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection pillowing keypad overlay. Confirmed moisture damage pcba 1 / pcba 2 and harness assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.